Event description:
Patient's legal counsel reported patient underwent bilateral total hip arthroplasty on (B)(6) 2009. Legal counsel further reports patient underwent left revision procedure on (B)(6) 2014 due to patient allegations of pain and elevated metal ion levels. The cup and head were removed and replaced. No revision procedure has been reported for the right hip to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent bilateral total hip arthroplasty on (B)(6) 2009. Legal counsel further reports patient underwent left revision procedure on (B)(6) 2014 due to patient allegations of pain and elevated metal ion levels. The cup and head were removed and replaced. No revision procedure has been reported for the right hip to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the reason for left hip revision on (B)(6) 2014 was pain. Operative report further noted metal tinged fluid and thick fibrous reactive tissue along iliopsoas tendon. Additional information received in the patient's revision operative report noted patient underwent a left hip revision on (B)(6) 2014 due to dislocation. A closed reduction was attempted, but was unsuccessful necessitating an open reduction. The acetabular liner and modular head were replaced with a constrained liner and head.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 3 of 6 mdrs filed for the same event (reference 1825034-2014-09126/ -09129 & 1825034-2015-02116 & 1825034-2015-02118).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Since it could not be determined at this time which product was initially implanted on which side, the following sections could not be completed. Date of event - unknown. Date explanted - unknown. The report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-09126/ -09129).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported received a revision procedure nine years post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: m2a-magnum pf cup 54odx48id, cat: us157854, lot: 921280; m2a-magnum mod hd sz 48mm, cat: 157448, lot: 231900; m2a-magnum pf cup 54odx48id, cat: us157854, lot: 298150; e-poly 40mm 10deg lnr sz25, cat: ep-109925, lot: 666750; cer bioloxd option hd 40mm, cat: 650-1058, lot: 708650. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.